Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the customer experienced low blood glucose with unknown blood glucose levels at the time of the incident. The customer had been on a flight for 8 hours and no hypo alarm had sounded, and their readout showed that they were in range. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness and seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer believes the pump was somehow affected by air pressure. They stated that this was once incident after flying long haul for years with no problems. No further information was provided, and the customer's identity could not be confirmed. The insulin pump will not be returned for analysis.